Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer was informed they could continue using the pump and advised to call back if the malfunction code reappears. The caller acknowledged and understood these instructions, and the malfunction did not recur after the reset.